Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 461-545 mg/dl. The customer changed the infusion set tubing and delivered a bolus. The customer went to the emergency room (ER) due to the high bg and was treated with an intravenous insulin drip. The customer left the ER that day and the bg level was "normal." The customer did not think the pump was functional and would deliver insulin via the fill tubing process instead of a bolus. The customer did not have "faith in the bolus feature." Tandem technical support had the customer review the pump history and the basal/bolus was confirmed to have been delivered. The customer indicated that exercising had been stopped recently and the customer had been under stress. Both of these events may have contributed to the high bg level. The customer initially thought that the infusion set may be contributing to the high bg; however, after further troubleshooting, the customer concluded the cartridge lot was defective; no additional details were provided.